Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: IFU statements the device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. Internal iliac component positioning and deployment 2. Align the radiopaque marker of the anatomically proximal (catheter trailing) end of the iic device with the long radiopaque marker on the partially deployed ibc. With the alignment of these markers, an approximate 2.5 cm overlap will be achieved. Defects and adverse events possible defects and adverse events include the following ¿other adverse events¿: occlusion of device or native vessel.

Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional procedure time include, but are not limited to: improper component placement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® iliac branch endoprosthesis. An internal iliac component(iic) was advanced from introduced from contralateral side. While advancing the iic device into the right internal iliac artery, the iic device was unable to advance enough, the iic device was deployed at a position where the proximal side of the iic device protruded about 1 cm from the long marker of the iliac branch component(ibc). An obstruction of blood flow in the right external iliac artery was suspected on the final angiography. An additional bare stent was placed into the right external iliac artery. Additionally, a type ii endoleak was observed but the physician elected to monitor it. The patient tolerated the procedure.